Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #2 manufacturing report number 2523835-2021-00453 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 11/08/2021 05:12 am is being corrected to 02/02/2022 12:44 pm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided for the complaint were reviewed by the manufacturing site. The three photos are of four sideport knives and five slit knives taped to a knife tyvek label, nine slit knives taped to a knife tyvek label and three sideport knives taped to tyvek labels, the reported product information is confirmed. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that multiple ophthalmic knives were noted to be dull during a cataract procedure. Alternate knives were obtained in order to complete the procedures. There was no harm to the patient.